Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6)2002, 4568-53 lead, implanted (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and analysis revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.